Manufacturer narrative:
Additional information was provided in b.3., b.5., b.6., d.10., e.4., the manufacturer internal reference number is: (B)(4).

Event description:
A additional information has been received and stated that patients visual acuity was worse. No patient harm was reported.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was ucdv 20/40. Additional information was requested.